Event description:
It was further reported that the lad was post dilated to 14 atm's. The diagonal (dx) was inflated to 10 atm's. The physician anticipated a dissection and felt any balloon that would be used for predilation would have caused some type of dissection due to the severe calcification present.

Event description:
Same case as 6000089-2004-01078. During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The first lesion being treated was located in the moderately calcified left anterior descending artery (lad). The lesion was pre-dilated with a cutting balloon. The physician implanted a taxus express2 8.8% 2.75 x 12 mm drug eluting stent in the lad, between two stents placed in a prior procedure. The stent was deployed at 12 atms and was completely deflated. The balloon was sticking to the stent after deflation. The physician re-inflated 3-4 times to attempt to free the balloon. The physician then deep-seated the guide catheter and used force to pull back on the catheter to free the balloon. The physician used the same stent delivery system to post dilate the proximal and distal ends of the stent. After the balloon was removed, there were no visual abnormalities in this balloon compared to other balloons that the physician has used. The stent delivery system re-wrapped correctly post-inflation. The second lesion being treated was located in the diagonal (dx). The lesion was pre-dilated with a maverick balloon. The physician noticed a small dissection in the dx and implanted a taxus express2 8.8% 2.5 x 12 mm drug eluting stent and inflated to 12 atms. This balloon was sticking to the stent, however the physician was able to remove this device with less effort. No pt injuries or complications were reported.